Event description:
Pump would not shut off during case and shoulder became very swollen. Rn stated that the pump just kept running and would not stop; resulted in fluid build up in shoulder. No problem removing fluid, she was unable to find a incident report that stated anything about pt status. Pt did go home the same day.

Manufacturer narrative:
Unable to reproduce complaint. No problem found. 8/22/2007.